Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h4, h6, h11. Corrected fields: e2, e3, g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event, code error b40. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error code b40 occurred due to main board failure. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center displayed errors e212 and b40 (communication error). Additional details relating to the event have been requested, but no response has been received at this time. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.